Event description:
It was reported that surgeon was doing a right total hip and surgeon implanted a cup and when surgeon impacted the liner, the cup position changed due to poor patient bone quality. Surgeon used a new liner and completed the case without any delay in the case.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was not confirmed. The investigation concluded that the root cause of this event was determined to be an off label use. Bone stock compromised by disease, infection or prior implantation which cannot provide adequate support and/or fixation to the prosthesis is a known contraindication.

Event description:
It was reported that surgeon was doing a right total hip and surgeon implanted a cup and when surgeon impacted the liner, the cup position changed due to poor patient bone quality. Surgeon used a new liner and completed the case without any delay in the case.